Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided instructions to perform a system check, but no issues were identified. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer replaced pump supplies as necessary and resume insulin therapy.